Event description:
Time of complication: during procedure. Symptoms: patient had a stroke. It was reported that the rx accunet and the rx acculink ii were used on a patient with carotid disease. A stroke occurred during the stenting procedure. It is reported by the physician that this patient was a high risk case. No additional information was available.